Event description:
Indication for procedure: lead failure with venous occlusion. Procedure: this was a somewhat difficult right-sided, lead removal utilizing spnc devices (sls and lld of unk size). The pt had a total of 4 leads, ra x 2 and rv x 2. Both an atrial line and fluoroscopy were utilized during the procedure. Post lead removal, the pt reportedly lost pressure, a code was called, but unfortunately, the pt did not survive. The pt suffered a right atrial perforation. Device analysis: the devices utilized in this case were unfortunately disposed of during the code and subsequently serial #s were not obtained. The physician reported the spnc devices were not the causative factor in the pt's death.